Event description:
Left radial aline was placed under ultrasound guidance - micropuncture kit was used. The vessel was identified, the catheter was incorrectly removed, and the introducer for the kit was left in the patient. External appearance of the catheter - # 4 fr signage is visible at hub when correct catheter is placed, introducer component has no writing visible. The micro puncture kit is different to our standard arterial line placements in that it has an introducer component unlike a standard arterial line. The vessel was accessed with our standard 20g short angiocatheter and then used the micro puncture wire to thread the vessel, the introducer was used by mistake. Both devices are easily attached to our aline connections. The patients hand had full circulation, sensation, movement (csm), without neurological impairment. Suggestions for improvement of design flaw: changing the luer lock to 2 different colors in addition to the lettering might lead to faster recognition and heightened awareness of the possibility of doing this again.